Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the cause for the reported procedure cancellation was due to a depleted cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
When the generator was switched on, the screen went black. The patient had just arrived in the procedure room when the case had to be cancelled.